Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing baclofen via an implantable pump for intractable spasticity. It was reported that the patient had a spinal leak that did not heal after their implant on (B)(6) 2022. There were no external factors involved. It was unknown if diagnostics/troubleshooting were performed. The surgeon elected to remove the pump and tie off the catheter. A new system was placed on (B)(6) 2022. The patient had an "area on pocket incision site" and multiple sclerosis (ms). The event was resolved. The company representative was not notified of the explant so they did not have the opportunity to request product return. Additional information received from the healthcare provider via a company representative (rep) clarified that there was no malfunction of either the catheter or pump. The surgeon did not elaborate on the "area on pocket incision site" but the rep stated there likely was an area on the pocket incision site that did not have time to properly heal prior to explant.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4); implanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4); ubd: 04-mar-2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Will be issued.